Event description:
Additional information was received indicating the patient underwent a ipg revision in 2024 wherein the issue was not resolved, thus the (B)(6) 2025 procedure was undertaken to reposition the ipg resolving the issue.

Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned in the pocket. The discomfort has resolved.